Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. The physician elected to take no action at this time. The patient had two devices implanted; this device has been implanted in the abdomen.